Event description:
Event on (B)(6) 2012, involving one pt and a sinus balloon catheter. The following info was gathered from a discussion with the acting physician: the physician performed a left maxillary balloon sinuplasty and a tradition right maxillary antrostomy under general anesthesia on a female pt. Under the same anesthetic, and by a general plastic surgeon the pt had an open repair of a nasal fracture and cosmetic correction of a nasal tip deformity. All devices were noted to perform as expected and without difficulty. Absorbable dressing was placed in the nose following the procedure. Postoperatively, no problem with revision or facial weakness was noted. The pt was seen about two weeks following surgery for a routine examination to perform endoscopy and remove any remaining dressing. At this time, the pt stated that her left lower eyelid was drooping. The pt had seen an ophthalmologist who had placed her eye drops to keep the eye moist, could not determine a cause, and felt it was self-limited. The physician performed a complete ent examination. There was left lower eyelid drooping; however there was no other facial nerve weakness. Ophthalmologic examination by the ophthalmologist, neurologic examination and computed tomographic examination were all negative. One week later, this had resolved with no sequelae. The physician noted the acclarent tools all performed as expected. The cause of the eyelid drooping and weakness are unexplained.

Manufacturer narrative:
No device malfunction has been identified. No specific lot info or balloon size was available. The device was not available for return eval. Info provided by the physician to vp of medical affairs has not suggested any probable correlation between any device and the temporary eye injury. We will continue to update the file with any add'l info and provide subsequent reports if required.